Manufacturer narrative:
The investigation was completed and the clinical evaluation was able to confirm the reported events. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the event could not be determined. The devices remain implanted in the patient. Potential contributing factor to the reported is unknown. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2016 the patient came in emergently with lower back pain and a type 3a endoleak with component separation with aneurysm sac growth was identified. The physician elected to implant an infrarenal aortic extension to seal the leak. The patient is in stable condition.